Event description:
The customer reported false positive results of patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b (ref 813112100, lot 8935060) on ih-1000. The false positive reactions were observed on different dates and the customer stated that this occurred few times each day. Furthermore the customer reported that the false positive results were 1 to 2+ positive, no mixed filed. Due to the discrepancies between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer did not return the supposedly defective product for investigational testing, but six patient samples labeled as (B)(6) that had caused false positive test results and also the images of the ih-1000. Due to the strong hemolysis only three patient samples (B)(6) ) could be tested with our quality laboratory's retention sample of the supposedly defective lot on ih-1000. They resulted in blood group o, rh(d) positive. Because of the lack of plasma the samples (B)(6) could not be tested in reverse typing, but only in the forward typing. Additionally the retention sample was tested with donor samples. Again, all positive and negative reactions were correct. We did not observe any false positive reaction. The retention sample of ih-card abo/d(dvi-)+rev.a1, b was also visually checked for correct sealing, homogeneous gel, visible supernatant and the absence of gel splashes. All acceptance criteria were met. Based on the images of false positive results provided by customer the complaint is classified as confirmed - upp (unexpected product performance). However, testing of our quality control laboratory confirmed that the allegedly defective lot of ih-card abo/d(dvi-)+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The cause of the false positive reactions at the customer's site remains currently unknown.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive result of six patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on one ih-1000. The customer stated the testing of the samples was repeated on a different ih-1000. All results were correct, no false positive results were observed. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer did not return the supposedly defective product for investigational testing, but six patient samples that caused false positive test results and the images from the ih-1000. The patient samples were very hemolytic. However, our quality control laboratory tested three patient samples with their retention sample of the supposedly defective product on ih-1000. All positive and negative results were correct. We did not observe any false positive reaction. Due to the advanced hemolysis only three patient samples could be tested on ih-1000. An investigation of the affected instrument is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.